Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple episodes of auto mode switch and high capture threshold was noted on the right atrial (ra) lead. The chest x-ray revealed no dislodgement or fracture. Programming changes were attempted but patient did not respond well to programming changes. The ra lead was capped and replaced on (B)(6) 2019. The patient was stable.